Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and buttons were not responding. The customer¿s blood glucose level was 388 mg/dl at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was not advances. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm, no frozen display and no blank display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.